Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen displayed a black background with a password prompt that did not show a username. The required password was unknown to staff, preventing access to the station.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login and had a black screen. A field service engineer (fse) observed that the device was stuck at the all-in-one password screen and attempted all recommended solutions from the related knowledge article, but the issue persisted. The fse collaborated during the troubleshooting process and replaced the docking station, replaced the hard drive, and installed a new setup kit plate. The fse then reimaged the device, ensured proper network speed configuration, and verified that the device successfully synchronized and communicated with the server, restoring full functionality. The system functioned as intended after the field service engineer repaired the device.